Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionally. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.